Manufacturer narrative:
A customer from (B)(6) alleged result discrepancies with one patient sample with the cobas® sars-cov-2 test. The original negative result was released to the clinician but repeat testing on competitor assays generated positive results. However, based on the totality of the information provided in the case, there is no indication a product problem. The observed discrepancy may have been due to improper sample handling. (B)(4).

Event description:
The agency has clarified its expectation that manufacturers of emergency use authorization (eua) products for sars-cov-2 diagnostic tests report allegations of false positive or false negative results independent of harm or malfunction or off-label use beyond 803¿s reasonably suggests requirements. Accordingly, we have performed a retrospective review of cases to determine whether to report any additional cases. A customer from (B)(6) alleged result discrepancies with one patient sample with the cobas® sars-cov-2 test. The original negative result was released to the clinician but repeat testing on competitor assays generated positive results. As per the affiliate, the sample was collected in bd media. It is unknown if it was the validated 3ml bd universal viral transport system (uvt) collection tube. The customer inactivates the virus to allow a safer manipulation of the tubes in the laboratory by adding cobas lysis reagent in the secondary tube. The customer is aware that this is an off-label use of the test. It is unknown how the primary tube was stored in between the testing, however, it is also considered off-label to store samples longer than stated in the method sheet. Based on the totality of the information provided in the case, there is no indication a product problem. The observed discrepancy may have been due to improper sample handling.